Manufacturer narrative:
RMA issued. Replacement computer shipped (B)(4) 2011. Software has not been evaluated as of the date of this report.

Event description:
A medtronic rep reported a software freeze during an ent surgery. The site re-booted the system and proceeded with the case. The surgeon completed the ent surgery with the use of the fusion navigation system. There was no impact on pt outcome.